Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned locked, pulled past warning marker with partial fine adjust used, and no flex. The device was partially inserted through sheath and loader cap with three-way stopcock. The returned device was visually inspected for any abnormalities. The flex tip does not appear to be flushed with valve, and the valve is located on inflation balloon, the crimp balloon is torn proximal to inflation to crimp (I/c) balloon bond and there are gouges on the flex tip. Functional testing was performed before and after decontamination, and the engineers were able to pull the delivery system to the warning marker, lock and use full fine adjust. The double wall thickness of the crimp balloon was measured, as a below specification wall thickness can make it more likely for the balloon tear at the I/c bond. Measured components were within specifications. A device history review (DHR) was performed and none of the work orders revealed any issues that may have contributed to the reported event. Review of history for the lot revealed no similar complaints for ¿handle ¿ fine adjust difficulty¿ or ¿balloon ¿ torn¿. A review of the complaint history from october 2017 to september 2018 revealed other returned complaints for ¿handle ¿ fine adjust difficulty¿ for the commander delivery system. Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for september 2018 for the trend category ¿fine adjust difficulty¿. A review of complaint history from october 2017 to september 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ torn¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿damaged¿. No instructions for use (IFU) or training deficiencies have been identified. Inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaint for balloon ¿ torn¿ was confirmed while the complaint for ¿handle ¿ fine adjust difficulty¿ was unable to be confirmed. No manufacturing nonconformances were identified on the returned device. A review of complaint history, lot history, DHR, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. High alignment forces is cited as a potential root cause for the separation of the crimp balloon material proximal to the I/c bond . The following cases can result in high alignment forces. Performing valve alignment in tortuous anatomy results in increased alignment forces. Although no information was able to be obtained on vessel anatomy, valve diving, which occurs when the valve is non coaxial with the flex tip as a result of performing alignment in tortuous anatomy could have occurred. Additionally, valve diving further increases valve alignment forces. If valve diving occurs, the physician should move to a straight section of the aorta and re-attempt valve alignment. The gouges on the flex tip are indicative that valve diving likely occurred in this case. Attempting to align the valve while residual fluid remains in the balloon (i.e. From deairing) results in higher alignment forces. Difficulty with the fine adjust function likely occurred due to the presence of high alignment forces, and not due to any issues with the device handle. This is supported by the fact that no abnormalities were noted while testing the fine adjust function during device evaluation. The balloon tear also likely occurred due to the presence of high alignment forces. Available information suggests that patient and/or procedural factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿balloon ¿ torn¿ was confirmed and the complaint for ¿handle ¿ fine adjust difficulty¿ was unable to be confirmed. No manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history reveals that the occurrence rates do not exceed the september 2018 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, when doing the final valve alignment, the fine adjustment wheel of commander ¿would not respond¿, making it impossible to bring the 26mm sapien 3 valve between the two markers. Also, fine adjustment was not possible by pulling the balloon catheter in the unlocked position. The complete system was retracted back into the esheath and altogether removed from the patient. A new system was then opened and another valve was able to be implanted successfully with good patient outcome. Once the delivery system was on the back table, a leak was noticed at the lumen port when the flex catheter was flushed and a leak was noticed at the flex catheter port when the lumen port was flushed. A break was suspected between the mechanisms of both catheters.